Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Upon interrogation, the patient's right ventricular lead was found to exhibited over sensing of noise, resulting in high ventricular rate episodes. No intervention was performed and the patient will continue to be monitored. The patient was stable throughout and reported no symptoms.

Event description:
New information received notes that the lead was explanted. No further patient consequences were reported.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression, breaching the outer insulation, and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.